Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number unknown. On (B)(6) 2022 at 11:34 a.m., the meter result was 3.8 inr. At 11:37 a.m., the meter result was 2.5 inr. At 11:56 a.m., the meter result was 2.4 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency was not provided.